Manufacturer narrative:
(B)(4). Information anticipated, but unavailable at this time. Additional information was requested.

Manufacturer narrative:
(B)(4). Advancer. The analysis results found that the device was returned with the tip of the advancer broken. The device was cycled and malformed the remaining clips due to the advancer condition. Please note that prior to loading a clip in the jaws, ensure that the demarcation between the jaws and the device shaft is past the end of the trocar cannula. Additionally, excessively applying a side load to the jaws, causing them to partially collapse could result in a clip malformation. The device jaws should be fully open and parallel upon initiating the firing of the device. Please note that this condition is unrelated with the incident reported. Due to the condition of the device, no functional testing could be performed to evaluate the event reported. The batch record was reviewed and no anomalies were noted during the manufacturing process.

Event description:
During a thoracotomy procedure the surgeon was clipping on the bronchial artery and the device locked out. The device was difficult to open and the jaw cut the bronchial artery when the device was removed by manually forcing the trigger. They used suture to secure the clip line and completed the procedure. There were no known units of blood required. There was no patient consequence reported.